Manufacturer narrative:
(B)(4). Device manufacture date: 11/24/14 - 12/02/14. The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure tests for seal integrity were performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a minicap that did not have enough iodine and was dry. The patient did not use the sponge. There was no patient injury or medical intervention associated with this event. No additional information is available.